Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experiencing high blood glucose. Customer¿s blood glucose was 600 mg/dl at the time of incident. Customer¿s other blood glucose level was 300 mg/dl. Customer stated that the insulin pump had no delivery alarm. Customer stated that the insulin was exited and the cannula was also bent. Customer did not provide any information regarding symptoms and treatment for high blood glucose. The insulin pump will not be returned for analysis.